Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Skalsky, a.j., fournier, c.m. Intrathecal baclofen bolus dosing and catheter tip placement in pediatric tone management. Physical medicine and rehabilitation clinics of north america. 2015; 26(1):89-93. Doi: 10.1016/j.pmr.2014.09.011. Summary/reported event: a (B)(6) boy with gross motor function classification system IV spastic quadriparetic cerebral palsy underwent implantation of an itb pump. In the early postoperative period, his dose was titrated to 350g per day using a simple continuous infusion. His delivery method was changed from simple continuous infusion to a flex dosing regimen with bolus administration every 4 hours. Because the pump being used has a minimum basal rate of 0.002ml per hour or 4g per hour when using a 2000g/ml concentration, the 4-hour bolus dose was programmed to be 40g, which made the total daily dosage 335g, a 4.3% reduction in total daily dosing. Within 12 hours, he had clear symptoms of overdose with nausea, vomiting, lethargy, and confusion but unchanged heart rate, blood pressure, respiratory rate, and pulse oximetry measurements. The bolus dose was decreased by an additional 25% to 30g every 4 hours with a resulting total daily dosage of 275g. Over the next 12 hours, there was complete resolution of the overdose symptoms an d the resulting tone management was comparable to the original 350g simple continuous infusion despite a more than 20% reduction in the total daily dosage.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that there was no concern about the drug concentration since the patient remained well once the dose was lowered. The device system remained implanted.